Manufacturer narrative:
Date of initial report: 2017-07-14. This was reported from the user facility through medwatch (B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic bilateral salpingectomy, the device would not open after being used to fuse and remove a segment of the fallopian tube.